Event description:
Livanova deutschland received a report that a heater-cooler system 3t device had an issue during priming: it was checked by the hospital biomedical engineer and found that patient circuit 1 and 2 motor was not running. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in india. In order to solve the issue, distribution board was replaced by the hospital biomedical engineer. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit had no similar events since the unit manufacturing date in 2017. Based on the investigation findings, the most likely root cause of the event was related to a faulty distribution board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.